Event description:
It was reported that the surgeon inserted an micl12.1 implantable collamer lens on (B)(6) 2012 and did not like the way it unfolded in the eye. The surgeon tried to seat it properly without success. The lens was torn as it was removed from the eye but there was no patient injury. The back up lens was successfully implanted. The reporter stated the incident was the result of surgeon's preference and there was not a problem with the lens.

Manufacturer narrative:
(B)(4): no consequences or impact to the patient. No allegation against the device. Evaluation results: visual inspection of the returned product showed a haptic was torn and a clear surgical residue on the lens. (B)(4).